Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the device data and determined that four inappropriate shocks and four anti-tachycardia pacing (atp) bursts were delivered to a sinus tachycardia. Additionally, noisy signals were noted on the shock electrogram (egm). Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.